Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer's blood glucose level. Reportedly, the pump supplies were changed to resolve the issue. Contact declined troubleshooting with tandem technical support.